Event description:
8 implants placed 10/31/1997, 1 implant removed 12/11/1997-no osteointegration.

Manufacturer narrative:
The implant was returned for evaluation. It was received with the cover screw in place, though not entirely seated. The implant met specifications and had a yellowish residue no the external threads. These was also some plaque-like material between the cover screw and the implant collar. It appears that infection may have been the cause of failure.